Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip reached the lesion, but it was detached when it was prepared to be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: (initial reporter address 2) (B)(6). H6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip reached the lesion, but it was detached when it was prepared to be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter address 2) (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the blue grip stuck into the clip assembly, also, the outer sheath was partially removed. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the clip assembly was still attached, and without any evidence of detachment. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. In addition, the analyzed condition of the blue grip being stuck into the clip assembly will be classified as "failure to follow instructions" since it is evident that the sheath was attempted to be removed.